Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It is noted that the provided implant date of (B)(6) 2010 is before the date of manufacture, (B)(6) 2010, for the lot number referenced. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. It is noted that the provided implant date of (B)(6) 2010 is before the date of manufacture, 12/30/2010, for the lot number referenced. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the corporate lot no, expiry date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number 0010301, was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with epigastric ventral hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿revealed a small epigastric defect. A small ventralex hernia patch was inserted and secured to the fascia using sutures." (B)(6) 2010 - patient underwent laparoscopic bilateral salpingectomy. (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with explanation of old mesh. Per operative notes, ¿a moderate size hernia in the periumbilical region was identified around the previously placed mesh and the hernia sacs were dissected down to the abdominal wall fascia. The previous ventralex mesh was excised. The anterior abdominal wall lysis of adhesions was performed. The appendix was noted to be completely in the retroperitoneal space, and it was removed. A piece of synthetic mesh was placed in the retrorectal space and sutured.¿ attorney alleges that the patient had adhesions, mesh failure, debridement of abdominal wall with appendectomy and hernia recurrence.